Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 40 mg/dl. Customer reported that they got error got double arrow pointing down ward. Customer did not want to troubleshoot for low blood glucose and they said he was okay. Customer said that insulin pump showed that his blood glucose reading below 40 and used meter showed that his sugar was 236 mg/dl. Customer reported that she changed his supplies around 3 hours ago and got calibration not accepted as well as change sensor alert. The insulin pump will not be returned for analysis.